Event description:
It was reported during the case the visions pv .018 ivus catheter was separated and the distal tip remained in the false channel of the lesion inside the body. An en snare was used to attempt retrieval, but the tip could not be retrieved. Finally the true lumen of the lesion was dilated by a sapphire ii pa and a smartstent was placed in the lesion to secure the tip of the vessel wall. Another catheter was used to complete the procedure (volcano eagle eye platinum. Vessel: iliac, approach: ipsilaterally from femoral artery (fa), occlusion: chronic total occlusion (cto), calcification: severe. No additional intervention was required. Patient was discharged as expected with no reported issues.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to volcano policy. The customer reported no visual damage was observed when the device was removed from the packaging prior to the procedure. A pre-decontamination visual inspection was performed on the device. The distal tip, scanner and proximal end of the weld legs were not returned. The outer lumen, inner lumen and polyimide tube all showed evidence of stretching at the point of separation. There was more evidence of stretching of the catheter observed proximal to the point of separation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints via complaint review meetings and trend data.